Event description:
It was observed that during the device evaluation, the subject device exhibited air/water channel has foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The complaint is confirmed. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. For the failure "insertion part --- distal end --- air water channel --- foreign material", the most probable cause is cause traced to known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.